Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 16.4mmol/l. The customer stated that the air bubbles is at the tubing. Customer was advised to prime until air bubbles are no longer visible. The customer stated that they already tried it. The customer was advised that we are sending replacement of reservoir and pump. The customer was advised that the pump is working properly.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump had minor scratched display window and case.